Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed poor sensing and an increase in pacing thresholds. An invasive lead revision procedure was performed where the rv lead was repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.